Event description:
Voluntary medwatch received 8/2/24 reported: tandem diabetes care mobile application, "t:connect" is unable to perform the basic functions it is marketed to perform, such as reliably displaying blood glucose values. The app frequently disconnects and fails to load the latest blood glucose. This data is needed to make informed treatment decisions such as bolusing insulin or responding to hypoglycemic events. Additionally when the application fails to perform as designed, the constant reloading or delayed loading of data increases power draw on the insulin pump, increasing the likelihood of hyperglycemia overnight should the pump battery fall to 0% during sleep. Tandem is aware of the defects in its software as evidenced by dozens of complaints on its app store page for t:connect. Tandem responds to each review and yet, despite these reviews, the last software update from the manufacturer was 3 months ago. Tandem is negligent in allowing defective software to continue to be in use without a bug fix. It is also negligent for not disclosing to customers that its software version 2.7.1 did not fully address customer complaints related to blood glucose graph errors from defective software 2.7. The last broad market communication to customers was on 3/29/24 in an email titled " mobile application v2.7 important update" in which tandem asserted that it was voluntarily correcting its defective software (2.7) with a newer version (2.7.1). But, tandem has only partially fixed its defective software and knows this. Tandem is misleading customers by creating the impression that version 2.7.1 addresses known defects, when it does not. Tandem needs to disclose to customers that software version 2.7.1 contains defects that impair the use of the application and work to correct those defects immediately. Those defects are: - blank blood glucose graphs - partially complete blood glucose graphs - inability to load complete blood glucose data from the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. B5 continued: increased power draw on insulin pump leading to shortened battery life.